Event description:
It was reported that during a laparoscopic colectomy procedure, the closed staples of rectum were dehiscenced (opened) about 10 minutes after firing the device. The surgeon re-anastomosed with hand sewing. Operating time was extended by one hour.